Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly. No vibration anomaly was noted.

Event description:
It was reported that the insulin pump vibrated and the display was blank. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.